Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation and identified the fatal system error. The customer declined further service on the system at this time. No conclusion can be drawn as conclusive repair information is unavailable and no additional service information was provided.